Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda was related to procedural condition as it was reported that the slda was due to lack of leaflet insertion secondary to poor imaging windows. The reported poor image resolution was due to patient anatomy. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was successfully placed. After the clip was deployed, a single leaflet detachment occurred and the clip was no longer attached to the septal leaflet. An additional triclip was implanted successfully to stabilize the triclip xtw. There was challenges with imaging throughout the procedure. The procedure was discontinued; the final tr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.